Event description:
The customer reported to olympus that the camera head did not power on during reprocessing. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device has not yet been received by olympus for evaluation.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The image was not displayed due to a faulty cable. In addition, the following non-reportable malfunctions were found during the device evaluation. Leak test of cable failed and serial plate was faded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely a faulty cable caused the imaging issue. However, a specific cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.